Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number was provided by the complainant, therefore the manufacture date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the suresound as lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report number 1222780-2011-00052. Following a successful novasure endometrial ablation, a posterior uterine perforation was confirmed during a laparoscopic tubal ligation. No treatment was provided for the perforation and after several hours of observation, the pt was discharged home. On (B)(6) 2011, the physician reported that f/u with the pt was done that day and she was reported to be "fine". A hysteroscopy and sounding with both a metal sound (not a hologic device) and suresound were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.